Event description:
Customer reports high readings in blood glucose test. Customer received a blood glucose result of 201 mg/dl compared to a laboratory result of 99 mg/dl obtained within a 10 minute timeframe. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinicially significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's product has been requested back for investigation. A follow-up report will be filed once an investigation is complete.